Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was visible in a common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The other five proglide devices referenced are filed under separate medwatch MFR numbers. (B)(4). Evaluation summary: the device was returned for analysis. The suture break was unable to be confirmed as the suture was not returned. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement was attempted in both the right and left common femoral arteries with proglide devices using the preclose technique prior to an transcatheter aortic valve implanatation (tavi) procedure. The arteriotomy was 6f and calcified in both the right and left common femoral arteries. Reportedly, when the plunger was retracted either no or only the white suture was visible. The device was removed and with the guidewire still in place a second and third proglide device were used with the same results. The sutures of two additional proglide devices were successfully placed using the preclose technique. Reportedly, in the other common femoral artery, when the plunger was retracted either no or only the white suture was visible. The device was removed and with the guidewire still in place and another proglide device was used with the same results. The sutures of two additional proglide devices were successfully placed using the preclose technique. A sixth proglide device was used and an unknown device failure occurred. It could not be recalled if the device was used in the right or left common femoral artery. The sheath was upsized to an 18f in both the right and left common femoral arteries and the tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures of the two proglide devices in both the right and common femoral arteries. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.